Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had a blank display and condensation was noticeable behind the screen. Customer stated that they were caught in a rainstorm and the insulin pump was under their cloths. Customer's blood glucose reading at the time of the call was 289 mg/dl. No further information reported.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.